Event description:
I had mentor smooth saline implants placed 12 years ago and about 4 years ago began a decline in my health to include; chronic body pain, breast pain, chronic fatigue, hair loss, muscle, joint weakness and pain, ringing in ears, ibs (irritable bowel syndrome), insomnia, anxiety, depression, tingling and pins and needles in hands and feet, headaches, heart palpitations, shortness of breath, inflammation, diagnosed with early menopause due to severe normal imbalances and endocrine disruptions. Shortness of breath, night sweats and hot flashes, nausea, lightheadedness, brain fog, poor concentration. Reference report: mw5118294.